Event description:
It was reported that during a diepflap procedure, the device scissored clips and damaged a vessel. The vessel was repaired by sutures or another clip. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.